Manufacturer narrative:
Device was discarded by consumer. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair-like black particulate matter stuck between the green protect cap and tsunagu cap. The patient found this in an unopened pouch before use. There was no patient injury or medical intervention associated with this event. No additional information is available.